Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator shut off and failed to provide the minimum dialed-in breaths and tidal volume (vt). The system was stating circuit occlusion and ext high pressure. The patient was sedated and paralyzed. The patient was manually ventilated. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.